Manufacturer narrative:
Results: the pet lock was separated approximately 0.3 cm from the pusher assembly. The pusher assembly was kinked at approximately 71.0 cm, 134.0 cm and 135.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had kinks and offset coil winds. The 0.0159¿ ring gauge could not be passed through the device due to the kinks on the pusher assembly. During functional testing, the smart coil was unable to advance out its introducer sheath due to the kinks and offset coil winds on the embolization coil. Conclusions: evaluation of the returned smart coil revealed kinks and offset coil winds on the embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be encountered. If the coil is forcefully advanced against resistance, damages such as kinks and offset coil winds may occur. Further investigation revealed the pusher assembly was kinked near the introducer sheath. These damages likely occurred during forcefully advancing the device against resistance. The pusher assembly also had an additional kink at the proximal part of the pusher assembly and the pet lock was separated from the proximal end of the pusher assembly. These damages were likely incidental to the reported failure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula (davf) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed ten smart coils and eight other coils in the target vessel using a non-penumbra microcatheter. While advancing a new smart coil, the physician experienced strong resistance in the middle of the introducer sheath and was unable to advance the coil any further. Therefore, the smart coil was removed. The procedure was completed using three new smart coils and other coils with the same microcatheter. There was no report of an adverse effect to the patient.